Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco wedge segmental resection, at the first firing, the device functioned without problem on inserting the handle into the shell, attaching adapter, and until completing calibration, but when an attempt was made to attach a cartridge, it became unable to function. The handle status indicator showed handle and shell were connected, and the display was felt to be frozen in that status. Even though the handle was re-inserted into the charger, the display did not change, and there was no operation sound and so on. The shell was discarded, a new handle was taken out, and the procedure was proceeded without problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing noted no abnormalities. Analysis of the logs noted that there was a green key reset and the handle had a charge above 90%. At the next initialization, the battery charge level was reduced to approximately 5%, indicating the power had been interrupted. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.